Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient and the patient¿s husband indicated that the device didn¿t work. The hcp didn¿t know if it was the patient programmer or ins. No further complications were reported.